Event description:
It was reported that the implantable cardiac monitor was picking up sinus tachycardia as atrial tachycardia, and there were ventricular tachycardia (vt) episodes with intermittent t-wave oversensing (twos). The device was already programmed to the least sensitivity. The device was subsequently removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.